Event description:
A customer contacted beckman coulter inc. (Bec) and reported a leak inside of the coulter hmx hematology with autoloader analyzer. The volume of the leak was about 30ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown and glasses at the time of the event. No one came in contact with the fluid. Medical attention was not sought. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse had observed there was a leak around pinch valves pv14 and pv15. The fse then noticed a pinhole in the tubing through pinch valve pv14. Pv14 and pv15 control the aspiration of the blood sampling valve (bsv). The fse replaced the tubing through pv14 and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was a pinhole in the tubing through pinch valve pv14. (B)(4).